Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tape not sticking issue due to infusion set came off accidentally on (B)(6) 2026. No further information is available.